Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (67255), and no non-conformance was identified. Complaints have been filed regarding the expressew iii needle as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaint was received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The white flag is used to properly load or unload the needle within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue has been reviewed and a nonconformance was opened to track this failure with the supplier as well an investigation at the escalation board. A deeper investigation will be performed under this action. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 9 of 15 for (B)(4) it was reported by the sales rep in france that during a shoulder arthroscopy procedure on (B)(6) 2022, it was observed that the plastic guards on 15 expressew iii needle devices systematically broke when trying to use them after putting them in the forceps. According to the report, all needles broke at the same level. Another like device was used to complete the procedure with over an hour delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the date of event and event description have been updated accordingly.

Event description:
This is report 9 of 15 for (B)(4). It was reported by the sales rep in france that during an unknown procedure on (B)(6) 2022, it was observed that the plastic guards on 15 expressew iii needle devices systematically broke when trying to use them after putting them in the forceps. According to the report, all needles broke at the same level. Another like-device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.